Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a baxter employed health professional from (B)(6), of diarrhea and peritonitis in a patient coincident with dianeal pd2 1.5% single bag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had diarrhea. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was reported to be from the diarrhea. The patient was not hospitalized for the peritonitis. The patient was treated with amikacin and reflin, for the peritonitis. It was unknown if the patient recovered from the events. An opinion of causality was not reported for the event of diarrhea. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.